Event description:
A caller reported a rapid increase in battery charge percentage within a short period of time, followed by the battery dropping to 5%, which led to an unexpected shutdown of the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the pump into a power source, provided information to reset the pump, and arranged a replacement pump since the charge did not continue to decrease once plugged in. The caller was also guided on putting the pump into storage mode and instructed to return the problematic pump using a pre-paid label within 10 days. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.